Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unknown intima catheter damaged / defective, a rupture of the indwelling needle hose was noted when the patient was given an indwelling needle for puncture.

Manufacturer narrative:
A complaint history review cannot be performed as no material and batch/lot number was provided. A device history record (DHR) review could not be performed as no material and batch/lot number was made available for this reported event. A retain sample analysis review could not be performed as no material and batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample, material and batch/lot number information.

Event description:
No additional information available.